Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, a vascular injury at the access site was noted upon removal of the 14fr esheath.  The tip of the esheath was frayed and the sheath snagged the perclose suture and damaged the vessel.  A surgical cutdown was performed to repair the vessel. The esheath was frayed when advancing it through the patient¿s tortuous anatomy.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The sheath was not returned to edwards lifesciences for evaluation.  A review of procedural imagery was performed, and the following were observed:  patient¿s access vessels had presence of tortuosity and calcification; the provided device-related photo reveals that the sheath distal tip was torn post-procedure. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality.  Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review was performed and revealed additional similar complaints relating to resistance with the delivery system. The complaints were confirmed.  Available information suggests that patient factors may have contributed to the complaint events.  Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath shaft resistance with delivery system and sheath distal tip were confirmed. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non- conformance would have contributed to the complaint. A review of the IFU/training materials revealed no deficiencies. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ per procedural imagery provided, the patient¿s access vessel had presence of calcification and tortuosity. Calcification can create a challenging pathway for delivery system insertion through sheath as it can prevent the sheath from fully expanding, while tortuosity can create suboptimal angles that can lead to non-coaxial alignment between the delivery system and the sheath these factors can lead to increased push force necessary to advance the delivery system through the sheath. As such, available information suggests that patient factors (calcification, tortuosity) likely contributed to the resistance. Per report, ¿the tip of the esheath was frayed¿ upon removal from the patient¿s access vessel. Calcification within the patient¿s access vessel likely contacted the sheath distal tip during delivery system insertion. Additionally, vessel tortuosity can increase the chances of the sheath distal tip making contact with a calcified nodule through suboptimal angles. With excessive manipulation to overcome the experienced resistance, the calcified nodule likely caught the sheath distal tip and tore it. However, tearing of the sheath distal tip may have also been caused by factors related to design/manufacturing of the sheath (e.g. Location of tip score lines, depth of tip score lines). These factors may lead to improper expansion of the sheath distal tip during delivery system insertion, contributing to the resistance experienced and subsequent tip tear. The failure mode may be related to improper expansion of the sheath tip during delivery system advancement. A product risk assessment has been previously initiated to document investigation and assess associated risks for the issue. Additionally, a corrective/preventative action (CAPA) has been initiated to pursue potential process improvement activities regarding tip expansion which were identified during the investigation. Without the return of the complaint device, a definitive root cause is unable to be determined at this time. However, available information suggests that patient (calcification, tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the reported events. Additionally, the investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, per management discretion, a product risk assessment has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. A CAPA was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified.